Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that following a dilatation and curettage (d and c) the physician began a novasure endometrial ablation. One minute and 21 seconds into the procedure "the patient's heart rate dropped to 22" beats per minute. The ablation was stopped, drugs were administered to "increase the heart rate" (medications unknown) and cardiopulmonary resuscitation (CPR) was begun. Within 10 minutes the patient was stabilized. We have been unable to obtain additional information surrounding this event.